Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010. Inratio: 2.1, 4.5, 4.5. Lab: 3.6, 3.1 (different strip lot), 3.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 2.1, 4.5. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.